Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the image to their uretero1 reverse deflection disposable ureteroscope froze during a patient procedure creating a procedure delay. No report of injury.

Manufacturer narrative:
The user facility filed medwatch report (B)(4) which steris received on january 22, 2026. It should be noted that steris is submitting follow-up medical device report (MDR) 3008776287-2026-00022-01 solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. A follow-up report will be submitted once the device subject of the reported event has been returned for evaluation.